Event description:
Patient was started on crrt, two minutes after start of treatment, the machine began to alarm. Nurse attempted to trouble shoot the issue, while doing so the machine turned off to a black screen and beeped and code 1404 displayed. Ticket was placed with our biomed department. The machine was switched out and patient received their treatment without further incident. No harm to patient.